Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient was admitted to emergency room on (B)(6) 2026 due to low blood glucose event. The length of hospitalization is greater than twenty-four hours. The blood glucose level was 51 mg/dl at the time of event and the patient was administered while at the hospital with fast acting carb drinks. No further information is available.